Event description:
The customer reported that the insulin pump alarmed and insulin squirted out during the manual prime process. The blood glucose reading was 200mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.